Event description:
A report was received that alleged that the tracheostomy tube was deflating at the cuff several days in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. Several deep scratches and tears were noted in the wall of the cuff near the distal tip of the tube. During performance testing, the device was noted to leak from the location of the damage. It should be noted that the product did not become deflated until several hours after placement. Our quality personnel determined the damage was caused during customer use.